Manufacturer narrative:
(B)(4) for the reported event of needle failing to retract. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the nurse was having a hard time retracting the needle. Even when it was locked, the needle wouldn't retract, the physician had to remove the entire scope with the needle, because the needle was still out. The drive wire was noted to be bent, where it connects to the needle when it came out of the scope. The procedure was able to be completed with this device, as a sample was still able to be obtained with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.